Event description:
Patient was in crutches [crutch user], allergic reaction to one of the synvisc lots and diagnosed it as severe synovitis with synvisc/ reactive synovitis post synvisc [synovitis] ([aching (l) knee], [swelling of l knee], [effusion (l) knee], [effusion (l) knee]), bending his left knee 90 degrees was painful [pain upon movement], physician always injects corticosteroids with other products and recently with 90% of synvisc [wrong injection technique]. Case narrative: based on the additional information received on 20-nov-2019 by other healthcare professional. The company suspect has been updated from synvisc to synvisc one. This case is linked to cases (B)(4) (cluster) and (B)(4) (multiple devices). Initial information received on 17-sep-2019 regarding an unsolicited valid serious case received from a physician via sales representative from canada. This case involves an 38 year old male patient who experienced patient was in crutches (latency: 10 days), bending his left knee 90 degrees was painful (latency: unknown), allergic reaction to one of the synvisc lots and diagnosed it as severe synovitis with synvisc/ reactive synovitis post synvisc (latency: 2 days), and physician always injects corticosteroids with other products and recently with 90% of synvisc (latency: same day), while he was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included triamcinolone acetonide (kenalog). On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection laterally via intra-articular route once, (dose, lot: 8rsl060e; exp: sep-2021) for grade iii osteoarthritis in a stretched both knees. The physician always injects corticosteroids with other products and recently with 90% of hylan g-f 20, sodium hyaluronate. On (B)(6) 2019, after 2 days, after hylan g-f 20, sodium hyaluronate injection, patient experienced severe synovitis in his left knee (assessed as serious due to disability marked). The patient was inconvenienced for 10 days. On an unknown date in (B)(6) 2019, patient had extreme pain in his left knee, bending his left knee 90 degrees was painful, the patient had severe swelling with no heat in his left knee 72 hours after 'infiltration' and the patient was rushed to the emergency room where they removed 150 ml of fluid from the patient's left knee. On an unknown date in (B)(6) -2019, patient was prescribed naproxen 500 mg and was recommended to put ice 2 to 3 times a day as the corrective treatment. Since injection, the patient had no reaction in his right knee. Before injecting hylan g-f 20, sodium hyaluronate, left knee was dry. On (B)(6) 2019, the inflammatory liquid was extracted and analyzed the results were normal with culture negative for gram i.e. No infection but wbc. The physician believed it was an allergic reaction to one of the hylan g-f 20, sodium hyaluronate lots and diagnosed it as severe synovitis with hylan g-f 20, sodium hyaluronate. The physician stated it was a 1/10 000 risk. Physician will follow up with the patient. As of unknown date in (B)(6) 2019, after 10 days of injection, patient was in crutches (assessed as serious due to disability marked). The patient believed his knee would be back to normal in a few days and his strong pain was gone and was able to walk. Action taken: not applicable for all events. Corrective treatment: naproxen and ice 2 to 3 times a day for patient had to go to the emergency room to have liquid removed from the knee/removed 150 ml of fluid from the patient's left knee and for allergic reaction to one of the synvisc lots and diagnosed it as severe synovitis with synvisc/ reactive synovitis post synvisc; not reported for rest all events. Outcome: recovered for had extreme pain in his left knee/strong pain, patient was in crutches; not applicable for physician always injects corticosteroids with other products and recently with 90% of synvisc; recovering for allergic reaction to one of the synvisc lots and diagnosed it as severe synovitis with synvisc/ reactive synovitis post synvisc; unknown for rest all events. A product technical complaint was initiated for synvisc one (lot: 8rsl060e; expiration: sep-2021) on 26-sep-2019 with global ptc number (B)(4). The production and quality control documentation for lot 8rsl060e expiration date (sep-2021) was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot # batch record review & lot frequency analysis for lot 8rsl060e no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 20-nov-19 there were 3 complaints on file for lot 8rsl060 and all related sublots. 3 complaints were on file for lot 8rsl060e: (2) adverse event report (1) luer lok defect. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 product event handling to determine if a CAPA was required. Final investigation completion was 20-nov-2019. Additional information was received on 17-sep-2019 (non-significant) and 26-sep-2019 (significant) (both processed together with clock start date of 26-sep-2019). Lab for wbc added. Global ptc number and ptc results were received and text was amended accordingly. Additional information was received on 28-oct-2019 from healthcare professional. Action taken was updated from unknown to drug withdrawn. Therapy start date for the suspect was updated from unknown to (B)(6) 2019; batch number and expiration date was added as 8rsl060e expiration date: sep-2021; indication for the suspect updated from unknown to grade iii osteoarthritis; technique of injection was added as lateral in a stretched knee. For the event of allergic reaction to one of the synvisc lots and diagnosed it as severe synovitis with synvisc/ reactive synovitis post synvisc onset date was updated to (B)(6) 2019 from unknown and hence the latency was updated; disability was marked as the seriousness criteria for this event; outcome updated from unknown to recovering. Clinical course updated. Text amended accordingly. Additional information was received on 20-nov-2019 by other healthcare professional. The suspect has been updated from synvisc to synvisc one. Global ptc number and ptc results were received. Clinical course updated. Text amended accordingly.

Event description:
Patient was in crutches [crutch user]. Bending his left knee 90 degrees was painful [pain upon movement] . Allergic reaction to one of the synvisc lots and diagnosed it as severe synovitis with synvisc [synovitis] ([effusion (l) knee], [aching (l) knee], [swelling of l knee]). Physician always injects corticosteroids with other products and recently with 90% of synvisc [device use issue]. Case narrative: this case is linked to cases (B)(4). (Cluster) and (B)(4) (multiple devices). Initial information received on 17-sep-2019 regarding an unsolicited valid serious case received from a physician via sales representative from (B)(6). This case involves an adult male patient who experienced patient was in crutches (latency: 10 days), bending his left knee 90 degrees was painful, allergic reaction to one of the synvisc lots and diagnosed it as severe synovitis with synvisc, and physician always injects corticosteroids with other products and recently with 90% of synvisc (latency: unknown), while he was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included triamcinolone acetonide (kenalog). On an unknown date, the patient received hylan g-f 20, sodium hyaluronate injection via intra-articular route, (dose, frequency, lot: unknown) used for unknown indication. Information regarding batch number was requested. On an unknown date, after unknown latency, after hylan g-f 20, sodium hyaluronate injection, patient experienced synovitis in his left knee. The patient was inconvenienced for 10 days. On an unknown date, patient had extreme pain in his left knee, bending his left knee 90 degrees was painful, the patient had severe swelling with no heat in his left knee 72 hours after 'infiltration' and the patient was rushed to the emergency room where they removed 150 ml of fluid from the patient's left knee. On an unknown date, patient was prescribed naproxen 500 mg and was recommended to put ice 2 to 3 times a day as the corrective treatment. As of unknown date, after 10 days of injection, patient was in crutches (assessed as serious due to disability marked). The patient believed his knee would be back to normal in a few days and his strong pain was gone and was able to walk. Since injection, the patient had no reaction in his right knee. Before injecting hylan g-f 20, sodium hyaluronate, left knee was dry and when the liquid extracted was analyzed the results were normal, no infection but 'gb'. The physician believed it was an allergic reaction to one of the hylan g-f 20, sodium hyaluronate lots and diagnosed it as severe synovitis with hylan g-f 20, sodium hyaluronate. The physician stated it was a 1/10 000 risk. The physician always injects corticosteroids with other products and recently with 90% of hylan g-f 20, sodium hyaluronate. Physician will follow up with the patient. Final diagnosis was physician always injects corticosteroids with other products and recently with 90% of synvisc, bending his left knee 90 degrees was painful, allergic reaction to one of the synvisc lots and diagnosed it as severe synovitis with synvisc and patient was in crutches. Action taken: unknown. Corrective treatment: naproxen and ice 2 to 3 times a day for patient had to go to the emergency room to have liquid removed from the knee/removed 150 ml of fluid from the patient's left knee outcome: recovered for had extreme pain in his left knee/strong pain, patient was in crutches; not applicable for physician always injects corticosteroids with other products and recently with 90% of synvisc; unknown for rest all events. The product technical complaint (ptc) was initiated and the results were pending for the same.

Event description:
Patient was in crutches [crutch user]. Allergic reaction to one of the synvisc lots and diagnosed it as severe synovitis with synvisc/ reactive synovitis post synvisc [synovitis] ([aching (l) knee], [swelling of l knee], [effusion (l) knee], [effusion (l) knee]). Bending his left knee 90 degrees was painful [pain upon movement]. Physician always injects corticosteroids with other products and recently with 90% of synvisc [wrong injection technique]. Case narrative: this case is linked to cases (B)(4). (Cluster) and (B)(4) (multiple devices). Initial information received on 17-sep-2019 regarding an unsolicited valid serious case received from a physician via sales representative from canada. This case involves an 38 year old male patient who experienced patient was in crutches (latency: 10 days), bending his left knee 90 degrees was painful (latency: unknown), allergic reaction to one of the synvisc lots and diagnosed it as severe synovitis with synvisc/ reactive synovitis post synvisc (latency: 2 days), and physician always injects corticosteroids with other products and recently with 90% of synvisc (latency: same day), while he was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included triamcinolone acetonide (kenalog). On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection laterally via intra-articular route, (dose, frequency, lot: 8rsl060e; exp: sep-2021) for grade iii osteoarthritis in a stretched both knees. The physician always injects corticosteroids with other products and recently with 90% of hylan g-f 20, sodium hyaluronate. On (B)(6) 2019, after 2 days, after hylan g-f 20, sodium hyaluronate injection, patient experienced severe synovitis in his left knee (assessed as serious due to disability marked). The patient was inconvenienced for 10 days. On an unknown date in (B)(6) 2019, patient had extreme pain in his left knee, bending his left knee 90 degrees was painful, the patient had severe swelling with no heat in his left knee 72 hours after 'infiltration' and the patient was rushed to the emergency room where they removed 150 ml of fluid from the patient's left knee. On an unknown date in (B)(6) 2019, patient was prescribed naproxen 500 mg and was recommended to put ice 2 to 3 times a day as the corrective treatment. Since injection, the patient had no reaction in his right knee. Before injecting hylan g-f 20, sodium hyaluronate, left knee was dry. On (B)(6) 2019, the inflammatory liquid was extracted and analyzed the results were normal with culture negative for gram i.e. No infection but wbc. The physician believed it was an allergic reaction to one of the hylan g-f 20, sodium hyaluronate lots and diagnosed it as severe synovitis with hylan g-f 20, sodium hyaluronate. The physician stated it was a 1/10 000 risk. Physician will follow up with the patient. As of unknown date in (B)(6) 2019, after 10 days of injection, patient was in crutches (assessed as serious due to disability marked). The patient believed his knee would be back to normal in a few days and his strong pain was gone and was able to walk. Action taken: drug withdrawn for allergic reaction to one of the synvisc lots and diagnosed it as severe synovitis with synvisc/ reactive synovitis post synvisc; not reported for rest. Corrective treatment: naproxen and ice 2 to 3 times a day for patient had to go to the emergency room to have liquid removed from the knee/removed 150 ml of fluid from the patient's left knee for allergic reaction to one of the synvisc lots and diagnosed it as severe synovitis with synvisc/ reactive synovitis post synvisc outcome: recovered for had extreme pain in his left knee/strong pain, patient was in crutches; not applicable for physician always injects corticosteroids with other products and recently with 90% of synvisc; recovering for allergic reaction to one of the synvisc lots and diagnosed it as severe synovitis with synvisc/ reactive synovitis post synvisc; unknown for rest all events. A product technical complaint was initiated for synvisc (lot: unknown) on 26-sep-2019 with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Final investigation completed on 26-sep-2019. Additional information was received on 17-sep-2019 (non-significant) and 26-sep-2019 (significant) (both processed together with clock start date of 26-sep-2019). Lab for wbc added. Global ptc number and ptc results were received and text was amended accordingly. Additional information was received on 28-oct-2019 from healthcare professional. Action taken updated. Suspect details updated. Event onset date. Outcome for allergic reaction to one of the synvisc lots and diagnosed it as severe synovitis with synvisc added. Clinical course updated. Text amended accordingly.

Event description:
Patient was in crutches [crutch user] bending his left knee 90 degrees was painful [pain upon movement] allergic reaction to one of the synvisc lots and diagnosed it as severe synovitis with synvisc [synovitis] ([effusion (l) knee], [effusion (l) knee]) physician always injects corticosteroids with other products and recently with 90% of synvisc [device use issue] had extreme pain in his left knee/strong pain [aching (l) knee] had severe swelling with no heat in his left knee 72 hours after 'infiltration' [swelling of l knee] case narrative: this case is linked to cases (B)(4). Initial information received on 17-sep-2019 regarding an unsolicited valid serious case received from a physician via sales representative from canada. This case involves an adult male patient who experienced patient was in crutches (latency: 10 days), bending his left knee 90 degrees was painful, allergic reaction to one of the synvisc lots and diagnosed it as severe synovitis with synvisc, and physician always injects corticosteroids with other products and recently with 90% of synvisc (latency: unknown), while he was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included triamcinolone acetonide (kenalog). On an unknown date, the patient received hylan g-f 20, sodium hyaluronate injection via intra-articular route, (dose, frequency, lot: unknown) used for unknown indication. Information regarding batch number was requested. On an unknown date, after unknown latency, after hylan g-f 20, sodium hyaluronate injection, patient experienced synovitis in his left knee. The patient was inconvenienced for 10 days. On an unknown date, patient had extreme pain in his left knee, bending his left knee 90 degrees was painful, the patient had severe swelling with no heat in his left knee 72 hours after 'infiltration' and the patient was rushed to the emergency room where they removed 150 ml of fluid from the patient's left knee. On an unknown date, patient was prescribed naproxen 500 mg and was recommended to put ice 2 to 3 times a day as the corrective treatment. As of unknown date, after 10 days of injection, patient was in crutches (assessed as serious due to disability marked). The patient believed his knee would be back to normal in a few days and his strong pain was gone and was able to walk. Since injection, the patient had no reaction in his right knee. Before injecting hylan g-f 20, sodium hyaluronate, left knee was dry and when the liquid extracted was analyzed the results were normal, no infection but wbc. The physician believed it was an allergic reaction to one of the hylan g-f 20, sodium hyaluronate lots and diagnosed it as severe synovitis with hylan g-f 20, sodium hyaluronate. The physician stated it was a 1/10 000 risk. The physician always injects corticosteroids with other products and recently with 90% of hylan g-f 20, sodium hyaluronate. Physician will follow up with the patient. Action taken: unknown. Corrective treatment: naproxen and ice 2 to 3 times a day for patient had to go to the emergency room to have liquid removed from the knee/removed 150 ml of fluid from the patient's left knee outcome: recovered for had extreme pain in his left knee/strong pain, patient was in crutches; not applicable for physician always injects corticosteroids with other products and recently with 90% of synvisc; unknown for rest all events. A product technical complaint was initiated for synvisc (lot: unknown) on (B)(6) 2019 with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Final investigation completed on (B)(6) 2019. Additional information was received on 17-sep-2019 (non-significant) and 26-sep-2019 (significant) (both processed together with clock start date of (B)(6) 2019lab for wbc added. Global ptc number and ptc results were received and text was amended accordingly.